Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot#4081494. 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at cfs package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Check the retained samples of this batch, no complained defect is found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. Since the defective sample is not returned, the relevant tests cannot be carried out, and the use of the sample is unknown, so the root cause of the complained defects cannot be determined, the plant will continue to track and trend for this issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc catheter bent on (B)(6) 2025, at 7:35 p.m., after a successful venipuncture using an intravenous (IV) indwelling needle for a patient, the infusion of fluids was obstructed, and the IV indwelling needle hose was found to have a kink in the hose and adhesions in the tube.